Event description:
On (B)(6), female patient had initial rubella igm result positive. New sample from same patient tested with new reagent lot gave result of negative. Initial sample retested with new reagent lot and also gave a result of negative. Patient was also tested for rubella igm previously and gave the following results: (B)(6), positive; (B)(6), positive; (B)(6), positive; (B)(6), with new reagent lot only, tested negative. If additional information is received, appropriate notification will be provided.